Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the fiber exhibits severe devitrification around the hole; the heat shrink tube exhibits severe melting at the open end; the glass cap is bent at the uv glue zone but still within the heat shrink tube. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
The surgical fiber was returned with no information regarding the reason for return or failure mode. There was no injury to the patient reported.